Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Event description:
The customer stated that the architect analyzer generated a (B)(6) result on one patient. The results provided were: sid (B)(6)=initial 0.09 s/co (<1.00s/co = (B)(6)) / repeat = 2.35 / 2.58s/co (>/=1.00 s/co = (B)(6)). There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect syphilis tp, list number (B)(4), and abbott, max-planck-ring 2, wiesbaden 65205, deu manufacturing site in section d of this report to architect i2000sr analyzer, list number (B)(4), and manufacturing site of abbott manufacturing inc, (B)(6) for the new suspect device. MDR number 1628664-2017-00154 has been submitted and all further information will be documented under that MDR number.